Event description:
It was reported that this pacemaker system exhibited loss of capture (loc) on the right ventricular (rv) lead channel which led to asystole and bradycardia. The physician performed a chest x-ray and well as isometrics with no success determining the cause for the loc. Technical services (ts) was consulted, and programming options were discussed. No additional adverse patient effects were reported. This system remains in service.